Event description:
Spontaneous call, pt forgot to place batteries in new pump and it has lost programming. Pharmacy will ship new pump. Pt using back up pump. No injuries reported. Pt will return malfunctioning pump. Sn (B)(4). Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we (MFR) replace device? Yes; did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.